Event description:
Caller alleged discrepant results compared with the dr's point-of-care (poc) meter. Results as follows: date: (B)(6) 2011, inratio: 4.2, dr's poc: 1.6. Pt's therapeutic range: 2.5 - 3.0 inr.

Manufacturer narrative:
Investigation pending.